Manufacturer narrative:
Device analysis: the complainant indicated that the device would not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report #2134265-2008-00475, #2134265-2008-0476, #2134265-2008-00477, #2134265-2008-2771 and #2134265-2008-02773. It was reported that following a coronary artery drug eluting stenting treatment procedure, vessel occlusion occurred. The procedure was emergent due to chest pain and myocardial infection (mi). A 2.5x20mm non-bsc balloon catheter was used to predilate the proximal right coronary artery (rca), mid rca and posterolateral branch (plb) of the rca. A 2.5x20mm taxus express2 drug eluting stent (des) was implanted in the plb, a 3.0x28mm taxus express2 des was implanted in the mid rca and a 3.5x28mm taxus express2 des was implanted in the proximal rca. All devices showed "good angiographic results" with 0% stenosis. The 40% lesion just before the crux was dilated to 14 atmospheres (atms) with an unspecified balloon. Seven days later, the pt had recurrent chest pain. A 2.75x20mm taxus express2 des was implanted in the distal rca. A 2.5x12mm taxus express2 des and a 2.75x20mm taxus express2 des were implanted in the plb. A 2.0x9mm maverick balloon was advanced into the posterior descending artery and was used to dilate the proximal portion. There were no pt complications reported. The pt was discharged on lipitor 20mg daily, mavik 2mg daily, toprol xl 50mg daily, plavix 75 mg daily, enteric coated aspirin 325mg daily and isordil 30mg daily. At 259 days later, the pt experienced chest pain and was transported to the emergency room (ER) via emergency medical services (ems). Ems found the pt to have bradycardia followed by episodes of 2nd and 3rd degree heart block. The pt was treated with nitroglycerin and IV atropine and transferred to the ER. Upon arrival, the pt became unresponsive and went into ventricular fibrillation. The pt responded to cardioversion and IV magnesium sulfate. Upon stabilization, the pt continued to have breakthrough short bursts of ventricular tachycardia that transitioned into sinus bradycardia prior to transfer. His EKG showed signs of an acute inferior mi. The pt was transferred to another facility for cardiac catheterization. An acute inferior-posterior mi was diagnosed and thrombosis was discovered in the plb. A 2.5x15mm non-bsc balloon catheter was used to treat the thrombosis. Timi 3 flow was restored. The pt became immediately bradycardic and hypertensive and an unk type temporary pacing wire was placed via the femoral vein approach into the right ventricle. The bradycardia resolved. A 2.75x9mm nc monorail balloon catheter was also used to dilate the area of thrombosis. There was no residual stenosis present with timi 3 flow restored. The pt's chest pain and EKG changes resolved. The pt received heparin, reopro, and nitroglycerin during the procedure. There were no additional pt complications reported and the pt was discharged the following day. Ten months later, the pt was readmitted for chest pain and acute inferior mi. Angiography of the plb was performed with unspecified devices. Coronary artery bypass surgery was performed two days later with the pt receiving five grafts. Seven months later, the pt was found unresponsive, by his wife. She stated that the pt had lost 15 pounds in the last two months and had been feeling "weak" for the last "few days". She also reported that the pt had several days of increasing altered mental status, shortness of breath, polydipsia and polyuria. The pt was admitted with an acute inferior mi, hyperosmolar diabetic coma, acidosis, hypokalemia and hypernatremia. Emergent angiography revealed graft failure of the (4) svg grafts and occlusion of the pt's native mid rca. No intervention was performed and the pt was prescribed medical management of his cad. The pt hospitalization was complicated by respiratory failure, heparin-inducted thrombocytopena, severe metabolic encephalopathy, however; the pt did recover and was discharged 19 days following admit. At an office visit with this health care provider, earlier this year, the pt had no chest pain or shortness of breath. The pt was not participating in cardiac rehab, but from a cardiovascular standpoint, the pt was "actually doing fairly well". It was noted that the pt was continuing to also receive medical attention for depression and his blood sugars were "still wildly out of control." The pt's medications included; hydrocodone-apap7.5/500, celebrex, metoprolol succ ER, hydroxychloroquine, warfarin sod, lyrica, lisinopril, alprazolam, plavix, lexapro, crestor, cyclobenzaprine, ambien, nexium, vitamin d, humulin 70/30 and novolog. The pt sought medical attention earlier this month for an episode of hypoglycemia which was treated, and the pt was discharged the same day.